Event description:
It was reported that the customer's battery only lasted five days. The customer's blood glucose was 189 mg/dl. Advised that replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms noted. However, unit received with corrosion at battery tube and battery cap contact. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.